Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was inspected on site by a representative of the MFR's sales and service unit subsidiary division, no a direct employee of the MFR. Additional information will be provided following the conclusion of the MFR's investigation.